Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from 07/18/2014 to 07/25/2014. A companion device was returned and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found no issues and the presence of iodine was detected. Functional pressure testing was performed on the minicap pouch with no leaks noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no visible iodine in the sponge of a minicap. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.